Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer that 2 of their previous insulin pumps had inconsistent insulin delivery after the retainer ring broke. The customer¿s blood glucose level was unknown at the time of the incidents. The customer reported water exposure to their current pump after exposure to pool water. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further information was provided in the post. The customer information could not be found. The customer stated they've had to replace 4 pumps in the last year. The insulin pump will not be returned for analysis.